Manufacturer narrative:
Available info indicates no device will be returned and/or add'l info will be provided. We, therefore, consider this report complete to the best of our current knowledge. Report indicates that the pt had and was treated for an infection, which is a known possible adverse event listed in the IFU. The IFU states if an infection develops, it should be treated aggressively. The report does not otherwise specify a specific product problem and no product was returned for eval, however, based on the currently available info, no conclusion can be drawn at this time. A DHR review of the reported lot number has been conducted. All paperwork appeared complete and accurate. No mfg issues were identified. There is no evidence of infection transmission from the xenmatrix graft.

Event description:
According to medwatch forms rec'd from user facility, on (B)(6) 2010, the pt underwent intraperitoneal insertion of xenmatrix product for component separation repair of a ventral incisional hernia. On (B)(6) 2010, and (B)(6) 2011, the pt required three subsequent trips to the operating room for wound management, prolonged drainage, wound infection, sinus tract formation.